Event description:
It was reported that the insulin pump alarmed compromised force sensor system, which could not be cleared. The customer's blood glucose was 5.7 mmol/l. The caller stated that during the rewind process, the alarm recurred. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform occlusion, prime, the excessive no delivery test due to prime alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.